Event description:
It was reported that a patient, underwent an idiopathic ventricular tachycardia procedure with a stockert 70 rf generator and the ablation foot pedal got stuck. The procedure was completed successfully with a similar-like device without patient consequence. Per 21 cfr, part 803, this complaint is reportable because an issue of this type could potentially contribute to a death or serious injury.

Manufacturer narrative:
We have searched and found that this stockert was manufactured before september 24, 2014, therefore, no UDI is not applicable for this product with serial number (B)(4). Evaluation summary. (B)(4). It was reported that a patient, underwent an idiopathic ventricular tachycardia procedure with a stockert 70 rf generator and the ablation foot pedal got stuck. The investigational analysis has been completed. Repair follow-up was performed and no responses from customer. Service was declined. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).